Event description:
It was reported that an overinfusion of lipids occurred. There was no resultant patient complication.

Manufacturer narrative:
Manufacturer's report date: 4/02/98. The pump was returned and evaluated. The pump had evidence of being dropped with damage to the front and back case. The gap betwwen the follower housing and the pressure plate was found to be narrower than the specification per the safety alert dated april 11, 1997. Rate accuracy testing confirmed the freefloe/overinfusion condition resulting from the follower fingers moving back from the pressure plate preventing the tubing from being completely pinched off. Although severe impact can result in a misalignment resulting in a freeflow situation, it is suspected that the change in the pressure gap resulted from wear.